Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis access was disrupted during a network or server downtime. A technical support specialist ran a login activity report and saw that almost all of the login errors were related to bioid. The engineer went to the settings and saw that "enable disconnected mode authentication using password" and the same for bioid were both unchecked. The engineer recommended to the customer to enable those features, to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the pyxis access was disrupted during a network or server downtime. The customer confirmed malfunction occur when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.